Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest indicate patient factors (calcification on the left coronary cusp (lcc) contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) tavi registry, during the transfemoral tavr procedure for a 23mm sapien 3 valve, coronary sub obstruction and coronary stenosis were observed and percutaneous coronary intervention (pci) was performed. Preoperatively, the patient had calcification on the left coronary cusp (lcc), coronary obstruction was concerned. Upon pre balloon aortic valvuloplasty (bav), angiography revealed that coronary sub obstruction in the left coronary ostium due to calcification on the lcc. A stent was kept waiting in left anterior descending coronary artery (lad) before sapien 3 valve deployment. Post sapien 3 valve deployment, the left coronary artery (lca) stenosis was observed due to compression. The stent was implanted for treatment and the outcome was determined as recovered.